Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively the device misfired, staples were removed from the patient. The surgeon added extra sutures to the site.